Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the when attempting to implant the left ventricular (lv) lead, the lead would not stay in place in the one suitable branch. Every time the guide wire was pulled back the lead would also pull back. The lv lead was attempted but not used. No patientcomplications have been reported as a result of this event.